Manufacturer narrative:
(B)(4). Surgeon plans to remove all hardware on (B)(6) 2011. Investigation is on going, no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt implanted with rods, pangea screws and locking caps on (B)(6) 2011 at levels l4-s1. Reportedly, 1-2 weeks postop, pt fell and started complaining of pain. F/u x-rays reviewed by the radiologist showed that rods on both sides migrated at all 3 levels cranially, towards the head. Surgeon plans to remove all hardware on (B)(6) 2011. This is the 6th of 14 reports submitted on this event.